Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
It was reported there was telemetry failure. The rf (radio frequency) head and programmer were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was telemetry failure due to the cable being out of electrical s pecification.